Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device battery fails. Based on the information available, the root cause of the reported issue is due to the defective battery. Since the device end of support, the good battery from another device has been used to replace the defective battery. Device is working fine as per manufacturer's specifications after replacement of defective battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.